Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that inb (B)(6) 2021 a patient was sick when they came home, the patient had diabetic ketoacidosis (dka) symptoms, nausea, vomiting dark brown stuff, and had difficulty breathing. The patient's mother had to call an ambulance and the patient was taken to the emergency room and then admitted to a hospital. The patient's blood pressure was 70/50, temperature was 93.5 f and blood glucose was 1000 mg/dl. The hospital staff put the patient in heating blankets. Patient was also treated with intravenous therapy with fluids and was put on an insulin drip. The patient was given zofran for the nausea and was also given antibiotics and protoxin to help with the acid. The patient was released the following day.